Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," outlines indications of right heart failure and provides the suggested treatment options for patients with right heart failure. A direct correlation between the device and the reported right heart failure, as well as patient outcome, could not be conclusively determined through this evaluation. No autopsy was performed, and the device was not explanted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure. Although the patient's death was not considered to the left ventricular assist device (lvas) related and the device was operating as intended, no right heart failure was reported prior this event and the lvas cannot be ruled out as a contributory factor.